Event description:
It was reported that the pump intermittently delivered too much insulin during a bolus. Reportedly, drips were seen at the end of the tubing when the pump said it had delivered 0 units. Customer's blood glucose (bg) level was displayed as "low"; however a specific value was not provided. Customer consumed carbohydrates to address bg. Reportedly, customer continued to use the pump for insulin therapy.